Event description:
On (B)(6)2022, a female individual swabbed the inside of her mouth using the ore-1000 device for purposes of collecting a saliva sample for use with clarifi covid-19 testing in a school setting, and experienced symptoms comprised of a numbness of her gums, cheeks, and nose, throat closure, odd pains in both arms, and heart palpitations. The suspect medical device, ore-100, is used to collect saliva for use with the clarifi covid-19 test kit [eua(B)(4)]. Ore-100 is manufactured by dna genotek and is included in the clarifi covid-19 test kit manufactured by quadrant biosciences as the device for collecting saliva specimens for testing with the clarifi test kit. On (B)(6)2022, an individual swabbed the inside of her mouth using ore-100 for purposes of collecting a saliva sample for use with the clarifi covid-19 testing in a school setting and experienced symptoms comprised of a numbness of her gums, cheeks, and nose, throat closure, odd pains in both arms, and heart palpitations. The symptoms were reported to a school nurse on (B)(6)2022, where it was recommended the individual take allergy medicine, as it was deemed that the individual, who has a history of allergies, was having an allergic reaction. Based on the nurse's recommendations, the individual self-administered claritin, the allergy medicine of their choice. The individual indicated many of the symptoms subsided after taking the claritin with the exception of the heart palpitations. The individual decided to proceed to urgent care out of caution. The results of the urgent care visit were not provided. This submission is being made out of an abundance of caution, because medical intervention occurred and the potential severity of the individual's apparent reaction to contact with the ore-100 is unknown. The individual had administered the ore-100 saliva swab 13 times prior to experiencing the symptoms, with the exception of minor symptoms after administering the swab 2 weeks prior to this incident. No additional documentation was provided to predict the severity of the apparent reaction to the ore-100 following the individual's visit to urgent care.